Manufacturer narrative:
Evaluation of returned contact lens solution product lot 115251f in progress. Batch record review in progress. No similar reports on lot 115251f. Additional information was requested from consumer: 05/14/2007, 05/21/2007, 06/06/2007, and 06/08/2007. Additional information was received from consumer 06/08/2007 and 06/13/2007. Additional information was requested from physicians (2): 06/13/2007, 07/02/2007, and 07/03/2007. Additional information was received from physician: 07/02/2007 and 07/03/2007.

Event description:
Consumer reports experiencing ocular dryness, irritation, and blurry vision in both eyes and her right eye was swollen and drained on four separate occasions, which initiated about two weeks after using this product for the first time. She states two physicians diagnosed corneal ulcers in her right eye. At the initial occurrence of symptoms, she indicates feeling like something was in her eye when she awakened the morning of 2006, after soaking her lenses overnight in product. Later that day, her right eye was swollen almost shut, the eye drained, and was irritated. When she turned on the light, the brightness caused her to have a headache. She states the symptoms resolved in two days without treatment. Approx one and half months later, her right eye was again irritated and felt like something was in it and later it was swollen and draining. She changed her contacts the next morning and symptoms resolved without treatment. Consumer indicated that she had sinus issues on both of the first two occasions. Consumer reports that in 2007, her right eye was again swollen and draining. When she inserted her contacts, her eye became more red and irritated. Consumer indicates she visited an ophthalmologist the following day, who diagnosed corneal ulcers in her right eye and treated her with vigamox 0.5% ophthalmic solution (moxifloxacin) six times daily and she discontinued lens wear and product use. She returned to the ophthalmologist 02/19/2007 when he reduced treatment to three times daily; she continued not to wear lenses. Ten days later, the ophthalmologist told her to discontinue treatment, but to not restart lens use for another week. She restarted lens wear the following month, but continued to use the same bottle of product and lens case. Consumer reports the symptoms occurred for the fourth time the same month. She visited the ophthalmologist who again treated her with vigamox and recommended she see a corneal specialist, who confirmed corneal ulcer and also treated with vigamox ophthalmic solution four times daily both eyes. The corneal specialist also treated both eyes with sulfamethasone-prednisone, which consumer states she used approx two months in 2007. Per consumer, the corneal specialist indicated, she had low tear production and her eyes were stressed from contact lens wear. She returned to the specialist on two more occasions. Consumer initially reported an "eye ulcer" one week earlier, with limited information and four days later, indicated the ulcer had resolved but her eyes were still a little stressed. Following up with the consumer the following month, she reported the details of her experience and stated the corneal ulcers resolved, but she has three corneal scars on her right eye but without impact on vision. She is now wearing lenses for limited use. She used product four and half months 2006 to 2007. She had previously used opti-free express without difficulty. She has been a contact lens wearer for 13 years. She wears acuvue 2 disposables (3-wk cycle). She states she cleans her case with boiled water and allows to air dry before filling with solution. She rubs lenses before inserting in eyes after soaking. The corneal specialist reported approx three and half months later that consumer's eyes were irritated due to over-wearing contact lenses and that product was unlikely to have been the cause of her symptoms. Additional information has been requested from the ophthalmologist who treated her initially.